Manufacturer narrative:
Patient height: 154.9 cm. The full name of the initial reporter noted in (B)(6). A getinge field service engineer (fse) was dispatched to the customer's site. The fse identified blood in the crm, safety disk, blood detect line, to the purge manifold and balloon transducer. No blood identified past the purge manifold, the fll manifold, fll lines, or the drive manifold. The fse identified nothing unusual in the logs and no blood detected alarm. The fse replaced suspect solenoid driver board, given the lack of blood detected alarm, front end board cable to diagnostic port damaged by chassis and replaced aforementioned cable. The fse also installed 5000hr pm kit, at the 5k hours interval. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported during use on a patient that the cs300 intra-aortic balloon pump (iabp) had blood back. The patient became hypotensive, had blood loss; the patient had to have the device emergently removed. The users immediately retired the unit from patient use and removed the catheter from the patient. It is unclear whether users suspended therapy or tried another catheter on the patient. Please refer to related mfg report number 2248146-2021-00535 on the involved intra-aortic balloon (iab).

Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: d1, g1(contact person), h6(component codes).

Event description:
N/a.